Event description:
It was reported that the ilet issued alert 38 indicating consecutive motor stalls, which interrupted insulin delivery and led to hyperglycemia; the user¿s blood glucose reached 305 mg/dl, and attempts to restart and change the infusion site did not resolve the issue, resulting in a device replacement and loss of water resistance for the original device. Symptoms included hyperglycemia without reported ketone testing, medical intervention, or acute complications. Outcomes included temporary loss of therapy due to stalled insulin delivery and the need for back-up therapy planning; no hospitalization or professional medical intervention occurred. Investigation included review of device performance, troubleshooting guidance, verification of insulin on board as zero, successful tubing fill, and site-only supply change with persistent alert 38. Investigation of this case revealed a stalled motor event associated with the pump mechanism and delivery system, consistent with prior reports of motor stall alerts. It was concluded, based on previously established findings for similar reports, that the cause was a device-related motor stall of the pump mechanism leading to interrupted insulin delivery.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.